Event description:
On (B)(6) 2013, the physician's assistant reported that the handheld was freezing at the "interrogation successful" screen. A hard reset was performed; however, the event occurred again. Another handheld was available, so no patient's were affected. The handheld and software were returned on (B)(6) 2014 and are pending product analysis. No additional information has been provided.